Event description:
I have had the charite artificial disc replacement at l4/l5 level in 2006. Since then, I only noticed slight relief for a few months after the surgery. My pain now is worse than before the surgery. I have seen a few different doctors and none seem to want to do any surgery. Is it because of the disc I have? Or what? The most recent surgeon I have seen, said he would not do the surgery or any surgery on my back and after reviewing my films that, the disc has started to slip and push down on the l5 area. He called me the next day to advise me of some surgeons that do a revision or salvage surgery to remove the disc, but also told me of the life threatening procedure it would require. I am seeing a specialist this thursday at clinic to discuss the procedure and get his opinion. This info had devastated me and my family. I was never told up front about the possible complications of the disc, or any adverse reactions. All I was told was that the doctor who performed this procedure was the one who was teaching the other surgeons how to perform it and how this would give me flexibility and motion that a fusion wouldn't. I was totally misled and I believed it was because of greed, this procedure making everyone from the MFR to the physician all more money. At age and not being able to work or do very much without constant pain medicine is degrading. I always worked hard and provided for myself and family and the last 28 months I have had to depend on everyone from family to friends to support me. Even social security says it will be 2009 before I get a hearing to get my disability. They probably figure I will die before then and they will not have to pay anything out. I surely hope FDA will recognize this problem soon and either recall the disc and make the MFR and doctors responsible for this lack of knowledge and their overall greed to manipulate the general public, at a time when surgery is needed and we are at our lowest point. Please step in and do something, soon! My greatest sympathy and regret for all who are and have suffered through this procedure to date and please warn anyone you know of this so they won't be subject to what we have gone thru. Dates of use 2006 to 2007. Diagnosis or reason for use- replace damaged disc at l4/l5.